Event description:
Dr. (B)(6) completed this first viality case last week on (B)(6). The patient came in for her post op yesterday and is shown to have an infection.

Manufacturer narrative:
Sientra complaint #: case (B)(4). The device reported is associated with parent lot a42063. This parent lot started the manufacturing process as pn viality-1400d, lot a41512, with a qty of 12. Lot was started on (B)(6) 2023 and completed (B)(6) 2023 as pn viality-1400, lot a42063, with a qty of 12. Both parent and child lots were found completed in sap bl portal. This edhr was reviewed by quality engineer was found to be complete with no irregularities found in the manufacturing of the viality device. Lot a42063 was verified to be produced to all process specifications. Child lot a41512, qty of 12 was associated with sterilization batch b22003. Gama sterilization was performed on batch b22003 on (B)(6) 2023. Bacterial endotoxin testing was also completed on batch b22003 at namsa. Report ID 23c _28258_01 verified that batch b22003 passed FDA requirements for endotoxins. All materials were found documented in the edhrs and correct. Calibration of equipment was found to be current. All edhrs review were found to be complete and correct.